Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twelve hours post implant, the implantable pulse generator (ipg) exhibited no pacing. The ipg was reprogrammed to unipolar and later, was explanted and replaced. No patient complications have been reported as a result of this event.